Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der and medical records received. The patient was revised to address painful left total hip, instability and possible psoas tendon impingement. It was also stated that serum levels slightly elevated however no significant indicators of metal sensitivity. Update: 5-16-2017. Medical records reviewed. Revising surgeon noted dark colored debris behind the liner and no significant corrosion of the stem. Updated on 6-12-2017.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 14, 2017: litigation received. Litigation alleges pain, loosening and metallosis and other injuries. Added stem product for the alleged loosening. Added complainant information. This complaint was updated on: jul 21, 2017.